Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  After observing proper device operation through functional and performance testing the device will be returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself during an event involving a patient and could not be powered back on. `backup device arrived on-scene approximately 3 to 5 minutes later and was used to treat the patient. There were on adverse effects to the patient as a result of the reported issue. Further details about the patient or the event were provided.